Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2004. It was reported that the ipg battery had depleted about 2 yrs ago. Based on the pt's ipg settings, the ipg was expected to have much longer battery life. The ipg was explanted and replaced on (B)(6) 2010. The explanted ipg was returned to the MFR for eval. F/u on the pt found no further issues reported.